Event description:
The rptr stated the sterile pouch of a cgdd-20 glaucoma drainage device was not sealed properly. Add'l info has been requested from the facility. But none has been forthcoming. If add'l info becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
.